Event description:
A 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox lad of a patient to bailout a dissection occurred post deployment of another manufacturer stent. It was reported that an mi occurred 4 days post stent implant. The event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic at 30day and 1 year follow up. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results: (mi).